Event description:
The customer reported the event to olympus via user facility medwatch # (B)(4). During a laser ablation procedure, the laser fiber ball tip 200 broke off in the patient. The physician continued the procedure with the same laser fiber. After the procedure, the physician searched for the broken tip but was unable to locate it. The physician left the device fragment in the patient to let it pass. Attempts for additional information are currently in progress. This report is for the soltive generator.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the customer: the procedure being performed when the tip broke off in the patient was: bilateral ureteroscopy with right renal laser ablation of pelvic tumor and bilateral retrograde stent placement. The laser settings and use of continuous irrigation is unknown. It is also unknown what the physician was doing at the time of the malfunction. The customer also reported there was no delay in the procedure and no change in the patient's post-operative treatment due to the device malfunction and retained fragment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a manufacturing/ labeling defect was not identified. Therefore, the root cause of the complaint was not related to user technique, human factors ,or device labeling/ design. Olympus will continue to monitor field performance for this device.